Event description:
It was reported that the external pulse generator did not power up. A different external pulse generator was used. The device will be sent for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event, the device would not start up. It was noted that the battery and battery contacts showed signs of contamination. No electrical anomalies were found during functional testing.